Event description:
The customer reported the image is corrupt and distorted and kv jumps to maximum. No patient injury was reported.

Manufacturer narrative:
A ge not yet reported an evaluation of the system. (B) (4)